Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-10279. It was reported the patient¿s external device displayed the p-154 error code while attempting to turn on stimulation on l5 lead. X-rays confirmed l5 and l2 leads appeared to have a kink. Both l2 and l3 leads are still being used. As a result, the patient is awaiting surgical intervention.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-10279. Follow-up information received identified the patient¿s leads were explanted and replaced with new leads. Effective stimulation therapy was restored postoperatively.